Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that whenever they increase their stimulation up to 5.5v, they feel a burning and hot sensation at their implantable neurostimulator (ins) pocket site. The burning and hot sensation occurs about 30 minutes after the patient increases their stimulation. The patient noted that this has happened about 12 or so times now. The patient mentioned that they turn their stimulation off to resolve the burning and hot sensation. Impedances were checked, and all are within normal limits. Additional information received from the manufacturing representative indicated that reprogramming was done using different electrodes to see if it resolves the issue. If the issue does not resolve with reprogramming, a replacement surgery will be discussed in the future. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.